Event description:
It was reported that a spectrum pump displayed air in line messages. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported false air in line alarm, which was not reproduced. Eval confirmed the reported symptom of "air in line alarms" through the history log. Eval found the upper reading on the ultrasonic sensor to be 250 with a fluid filled tube and the lower reading with a fluid filled tube is 1286 which are out of specs. The low fluid numbers were caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.